Manufacturer narrative:
The following fields were updated due to additional information: d10. Device available for eval?: yes. D10. Returned to manufacturer on: (B)(6) 2021. H6. Investigation: bd received a sample and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, the customer sample was evaluated by visual examination and a small, green piece of plastic, which had been adhering to the IV cannula was observed. The needle tip removed a shard of plastic from the inside of the IV shield, which then adhered to the IV lubrication on the cannula. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
The following issue of foreign matter on device cannula / needle or any fluid path component was reported before use on the bd vacutainer® precisionglide¿ multiple sample needle. The following information was reported by the initial reporter. "According to the customer's report, fm was found on the needle point."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
The following issue of foreign matter on device cannula / needle or any fluid path component was reported before use on the bd vacutainer® precisionglide¿ multiple sample needle. The following information was reported by the initial reporter. "According to the customer's report, fm was found on the needle point."